Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A 2.00mm x20mm maverick²¿ catheter balloon was advanced to dilate the lesion. However, the balloon ruptured. The procedure as completed with another of the same device. No patient complications were reported and patient was stabilized.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, and conclusion codes updated. Device evaluated by MFR: returned product consisted of a maverick2 balloon catheter. The balloon was loosely folded. There was blood and contrast in the inflation lumen. There was a tear in the balloon material on the proximal end of the balloon. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A 2.00mm x20mm maverick²¿ catheter balloon was advanced to dilate the lesion. However, the balloon ruptured. The procedure as completed with another of the same device. No patient complications were reported and patient was stabilized.